Event description:
The pump was explanted and returned to the MFR for analysis after having been implanted for 11 months. No reason for explant was given. A follow up report will be sent when additional info is received.